Event description:
It was reported that the patient walked into the clinic due to device alarming. Upon device interrogation, it was noted the patient had received multiple shocks due to t-wave oversensing (twos) while jogging. The device was reprogrammed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Evidence of twos on stored episodes and printouts.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.